Event description:
The lay user/pt contacted lifescan (lfs) in 02/2006 alleging an error 2 and an error 5 message on the ultra meter. In 01/2006 at night the pt tested her blood glucose and rec'd a 232 mg/dl and did not experience any symptoms. The pt took her set amount of lantus (70u) and went to bed. The following morning, the pt woke up at 9:30 a.m., which is unusual and tried to test her blood glucose and rec'd an error 2 message. She retested and rec'd an error 5. She took 18u of novolog and ate a sandwhich. She was feeling tired all morning. Around 10:15 a.m. She felt thirsty and knew her blood glucose was elevated. She tried to test several times and rec'd the error 2 and error 5 message. She drank 32 ounces of water and after drinking the water, she started to fall asleep. Her husband tried to test and was unable to obtain a reading due to the error messages. Her husband took her to the ER around 11:30 am and her blood glucose was 476 mg/dl. She was seen right away and was treated with novolog. She was in the ER for five hours and diagnosed with hyperglycemia. Prior to being discharged her blood glucose was 160 mg/dl. An error 2 message could be caused either by a used test strip or a problem with the meter. An error 5 message indicates that the meter has detected a problem with the test strip. Customer care agent (cca) found out that the technique of applying blood on the test strip was incorrect. The pt was holding down on the buttons while applying blood on the test strip. Cca had the pt test using the proper technique and using a new vial of test strip and the pt obtained an error 2 message. The pt was unable/unwilling to retest again with the cca. Cca sent the pt a replacement meter and control solution. The complaint is being reported, since a medical professional treated the pt for hyperglycemia.